Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on an unknown date in (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent a revision surgery on an unknown date in (B)(6) 2018 and mesh was implanted. It was reported that the patient had previously underwent hernia repair surgery on an unknown date in (B)(6) 2016 and mesh was implanted. Other impacted products were captured in a separate file. It was reported that the patient experienced groin pain. No additional information was provided.